Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information, the pre-use check passed successfully without part replacement. The ventilator was cleared for clinical use. The evaluation of received event log found several alarms for high pressure and low delivered volume. The alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed the pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. An increase in airway pressure can occur due to a blockage in the respiratory system. Our conclusion based on the log evaluation, is that there was no ventilator malfunction.